Event description:
During a standard dental treatment the hand piece heated up and burned the pt on the cheek to the size of a nickel. The dentist did not give or prescribe anything for the burn. Pt was told to do warm salt water rinses and did heal well. Dental office does not recall the name of the pt, hence only gender is available.

Manufacturer narrative:
The analysis did show that the handpiece had a medium residue. This shows that the reprocessing is not carried out like requested. The bearings have been grinding, vibrating and coming apart, which is the result of a normal wear process. The handpiece has been >5 years in use since the last svc check! The user instruction states following: due to increase torque and speed, poorly maintained, damaged, or misused handpieces can potentially generate frictional heat capable of causing serious burn injuries to the pt. The following guidelines are essential for the safe operation of electric micromotors handpieces: test run handpiece attachment, inspecting for heat, excessive noise or vibration. Immediately stop using any suspect handpiece. Reported due to the 2 year presumption rule.